Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code 12, but no notable events preceded the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided assistance in resetting the pump for the first time, after which the malfunction did not recur. Customer was informed to continue using the pump and advised to report if any similar issues arise in the future.